Event description:
It was reported that the device was returned due to dso bubble/failed occlusion. There was no additional information available.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. "Dso bubble/failed occlusion" problem was verified by visual inspection. Air was found bubbled in the downstream occlusion sensor. Root cause is unknown, but the downstream occlusion seal was and downstream occlusion sensor were replaced.

Manufacturer narrative:
B5: additional information received and attached by ICU medical on 04-mar-2022. All issues with these devices were found during testing. No patient involvement was relayed to me or our technician. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. "Dso bubble/failed occlusion" problem was verified by visual inspection. Air was found bubbled in the downstream occlusion sensor. Root cause is unknown, but the downstream occlusion seal was and downstream occlusion sensor were replaced.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. "Dso bubble/failed occlusion" problem was verified by visual inspection. Air was found bubbled in the downstream occlusion sensor. Root cause is unknown, but the downstream occlusion seal was and downstream occlusion sensor were replaced.